Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was prompting an optical localizer faulted message. The network device interface (ndi) toolbox was opened. The internal clock was not set, a bump detector battery fault was identified, a bump was detected, and the storage temperature was exceeded. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, ubd: unknown, UDI#: unknown h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A05: applicable to localizer faulted a1102: applicable to the localizer faulted message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, lot #: p901595, ubd: unknown, UDI#: unknown. A manufacturer representative went to the site to test the navigation system. It was reported that the camera was replaced and the system performed as intended. The 9735821 camera was returned to the manufacturer for evaluation. The returned positioning sensor unit (psu) had many nicks and scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility, intermittent illuminator current low, and intermittent illuminator voltage low. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .709mm with a passing threshold of .250mm. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.